Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
The ball pusher plastic cracked and broke. The event occurred during surgical use. Reported event is not associated with revision of exactech implants. The event did cause a 5-15 minute surgical delay/prolongation. The patient did not experience any adverse events as a result of the surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is available for return.